Event description:
Customer reported that no message displayed when scanning the adc device which prevented the customer from obtaining readings. The customer service representative informed the customer that they were using an incompatible handheld device to scan the sensor. As a result, customer experienced symptoms of hypoglycemia, feeling ¿faint¿ and loss of consciousness. The customer self-treated by ¿eating something.¿ there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.